Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed no evidence of a "no power" event. The pump intermittently powered up with the returned battery cap. The battery cap threads were damaged. A test battery cap was used for all testing. The pump powered up with a test battery cap. The test battery cap was unable to fully tighten. The battery compartment was cracked in the thread area and below the grip pad. No evidence of moisture contamination was found inside the battery compartment. 24 hour basal program was run with a test battery cap and no reboots, power losses, or call service alarms were duplicated. The pump case was removed and no evidence of moisture or loose components were found inside the pump. The "intermittent power" condition was due to battery cap/compartment damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged the battery compartment was cracked and the battery cap was unable to stay on the pump. The pump was alleged to be hot. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.